Manufacturer narrative:
Product evaluation: the product was returned. Solution was observed on the lens. Both haptics and optic damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the 20.5 diopter lens model was replaced with a different model 19.5 diopter lens model. The customer indicated the use of a cartridge that is qualified for use with the first lens model; however this cartridge mentioned is non-qualified for use with the second lens model. The second lens model is only qualified for use in two other specific cartridges. It is unknown if qualified products were used with the second lens model. Cartridge product history could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A lens inventory specialist reported there was a capsule issue involving an intraocular lens (iol). Additional information was provided by the initial reporter that during an intraocular lens implant procedure(iol), the incision was enlarged to remove the iol. The lens was replaced in the sulcus with a different model iol. No sutures were used and there was no injury to the patient.